Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event. The alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned with one of the back guide sheave (sleeve) missing and the other rear sleeve loose and deformed. There are no discrepancies with the front guide pins and sleeves. Install the returned rotor onto a blood pump module of a test machine for testing. The rotor was tested with fresenius¿s combiset bloodline and water in dialysis. The loose (damaged) sleeve slipped approximately halfway out from the guide pin, rubbing against the rim of the rotor housing, creating a ¿clicking¿ sound. The sleeve did not fully dislodge from the guide pin. The returned rotor did not puncture the bloodline and no leaks or alarms occurred during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.